Event description:
The pt reportedly experienced intermittencies followed by loss of lock. Programing adjustments were made and external equipment was exchanged. However this did not resolve the issue. Revision surgery is under consideration.